Event description:
It was reported by service report that the head section load wheel casting is broken which can affect loading and unloading of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.